Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not retract, even after 20 turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.